Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer's report was verified during evaluation; however, the cause of the fault could not be determined. The pd engine was replaced to reduce the probability of reoccurrence. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72" and "defib fault 76" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.